Event description:
Reporter alleged the customer obtained the results of 227 mg/dl and 55 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt reportedly experienced swelling at the implant site resulting in sound quality issues and poor headpiece retention. External equipment was exchanged and programming changes were made. Testing revealed that the device is functioning within normal limits and that retention is maintained by pressing on the external equipment. The surgeon indicated that the pt's body is reacting to the implanted device and requested device revision. The pt's device was explanted. The surgeon reported that there was an infection around the permanent silk suture used at the initial surgery. The pt was reimplanted with another advanced bionics cochlear implant.